Event description:
Technical services received a call on 9/28/11. Caller stated upon initial interrogation had message to check atrial lead. Caller stated that they've checked all lead measurements and the lead checks out fine. Wanted to know what triggers this message. Technical services stated any oor daily measurement including low or high intrinsic amplitudes could trigger this message. Technical services stated to check dailies for anything out of range but caller has done what technical services would have recommended and that is to fully check leads. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).